Manufacturer narrative:
B2, d1, d4, g4: product identifiers are unknown d6a: implant date unknown h6 - neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the multiple sources (distributor, health care professional) via a manufacturer representative regarding a device used in posterior fixation therapy for lumbar spinal canal stenosis. Levels implanted were th5-s2a1. Initial surgery happened on (B)(6) 2007. Procedure was posterior lumbar fusion for rod fracture. Levels implanted were l3-5. It was reported that the patient had a repeat surgery for the 7th or 8th time. The lumbar vertebrae rod fracture, and it is unclear when the surgery was performed and which part of the rod is broken. Patient symptoms were unknown. Re-repeat surgery scheduled for (B)(6). Additional information was received from the manufacturer representative that removed the rod of the broken lumbar spine and placed l1-s2ai on one rod. In addition, the lumbar spine and the thoracic spine were connected by mrc connectors. Re-repeat surgery happened according to the plan on (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative that the correct initial surgery date was (B)(6) 2007.